Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various components of the pump but was unable to successfully load a new cartridge. As a result, the case was escalated for further troubleshooting.